Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: changed another five to continue the surgery, the same problem happened. If further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. Note: events reported via: mw# 2210968-2024-01458, mw# 2210968-2024-01459, mw# 2210968-2024-01460, mw# 2210968-2024-01461, mw# 2210968-2024-01462, mw# 2210968-2024-01463. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a subcuticular skin closure on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened during subcutaneous closure of the skin. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: product code should be vcp433h, lot number tlmhxq , quantity to be returned should be 2. The other product code vcp433h, lot number should be tgmesp, quantity to be returned should be 1.